Manufacturer narrative:
Product complaint #: (B)(4). Date sent to FDA: (B)(4) 2018. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Representative samples have been returned for evaluation. During the visual inspection of the samples, no defects were found on the package. The samples were opened and the swage and attachment area were as expected. The sutures were dispensed without problems and examined along of the strand and no defects or needle pull were observed. The samples were tested by needle pull and the samples met the finished goods requirements. Per the conditions of the representative samples, no attachment defects were found and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle pulled-off during use. There was no adverse patient consequences.